Event description:
In 2006, the patient had a zenith endovascular graft placed. The case went well with no complications or endoleaks. The patient presented to the ER 2 months later with a cold right leg. Initial angiogram showed thrombus beginning at flow divider, down the ipsilateral limb. Flow through collateral vessels reconstituted the right internal and external iliac arteries. The patient was started on tpa with another manufacturer's infusion catheter. Patient was on tpa for 26.5 hours. Another manufacturer's balloon expandable stent was placed between the distal second and third ipsilateral stents. The patient is currently doing well after the six month follow-up in

Manufacturer narrative:
Evaluation: after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. The long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings such as endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft should receive enhanced follow-up. An evaluation of this event found that it was caused due to anatomical changes in the patient over time.